Event description:
It was reported that externalized conductors via x-ray and high shock lead impedance were observed. The patient condition is good. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.